Event description:
It was reported that on (B)(6) 2008, a 21mm sjm regent heart valve w/ flex cuff was implanted in the patient. On (B)(6) 2025, the valve was explanted and a non-abbott valve was implanted and patient was put on extracorporeal membrane oxygenation (ECMO) machine. No additional information was provided.

Manufacturer narrative:
An event of the valve was explanted was reported. The device was returned to abbott for investigation and with white tissue throughout the cuff. Both leaflets remained intact and were immobile. Investigation revealed the pivot area had sections of material from the pivot recesses consists of organizing fibrin thrombus which may have caused limited mobility of leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported surgical intervention was under case-specific circumstances for surgical removal of device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.